Event description:
It was reported on (B)(6), 2014 that the hospital sterile processing representative advised the small battery drive ((B)(4); lot # 001007) is working intermittently; does not run well. No reported patient or procedure harm noted. No further information was provided. This report event is for one power device. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Lot # undetermined. Implant/explant date: product is a power device, not implanted/explanted. Subject power device has been received and is currently in the investigation process. The investigation is ongoing;no conclusion could be drawn. A service repair power tool evaluation was completed. The part received condition was reported as a blemished housing. The evaluation concluded: the reporters complaint of intermittent operation could not be confirmed. The device was tested and the complaint was not duplicated. However it was noted during pre repair evaluation that it has sticky trigger and unusual sound. Evidence indicates this is due to usage wear over time. An additional evaluation has been requested. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. The item was previously returned for service on 1-nov-2013 due to not working well. A service request was called in for this item on 23-jan-2014 for does not run well, runs intermittently. The previous service condition of not working well is relevant to the current complained issue of does not run well, runs intermittently. The manufacture date of this item is 25-oct-2003. The source of the manufacture date is the release to warehouse date. (B)(4). Placeholder.